Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 bd eclipse¿ needle experienced needle blocked. This is 2 of 2 related events. The following information was provided by the initial reporter: 1 box, 5+ injection needles have no bore (opening). Add info provided by cs on 4/14; exactly how many needles had this issue from this lot? I would say approximately 10 needles we went through so far that were faulty can you confirm there was not patient harm? No patient harm. On what date did this occur? (B)(6) 2023 and (B)(6) 2023. Cs responded on 4/18. I would say approximately 2 on the 11th and the rest were on the 12th.

Event description:
It was reported that 8 bd eclipse¿ needle experienced needle blocked. This is 2 of 2 related events. The following information was provided by the initial reporter: 1 box, 5+ injection needles have no bore (opening). Add info provided by cs on 4/14; exactly how many needles had this issue from this lot? I would say approximately 10 needles we went through so far that were faulty can you confirm there was not patient harm? No patient harm. On what date did this occur? (B)(6) 2023 cs responded on 4/18 I would say approximately 2 on the 11th and the rest were on the 12th.

Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.